Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black and remote support service was offline. A field service engineer (fse) reported that the customer stated the station was not powering on. Upon arrival, the device was powered, but half height cubie drawer 2.1 was causing the failure. The device was shut down, and the drawer board was replaced, after which the unit was rebooted. The half height cubie drawer was verified to be fully operational, and the customer was able to open and inventory the drawer. No further issues were reported for this device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black and did not coming back up, and the unit appeared offline in remote service support. A hard reboot was performed, but the issue did not resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.